Event description:
Boston scientific crm received info that this right atrial (ra) lead displayed high threshold measurements at implant. At the one month follow-up, the physician stated noncapture occurred. The sensing and impedance measurements were fine, and no dislodgement was noted upon fluoroscopy. The lead was explanted and replaced, and no adverse pt effects were reported. The explanted lead has not been returned. Should this lead be returned, analysis would not be required based upon available info. Should more info become available to our company, this event will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.